Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, and the reported material deformation was likely an outcome of procedural circumstances/operational context. The reported physical resistance/sticking was a cascading effect of the reported material deformation. The reported patient effect of unexpected medical intervention was a result of case specific circumstance as lock line was safely removed with surgical pliers and the clip successfully deployed. There is no indication of a product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade 4. The first clip was deployed successfully. The second clip delivery system (cds) was advanced to treat residual mr. During deployment it was noted a 'knot' was present on the lock line as it was being removed. It is thought the knot was created whilst the o ring and the suture threads were being removed from the lock lever cap. At this time, the lock line had started to pull through the system and the ¿knot¿ had advanced down into the delivery catheter (dc) handle. The lock line and knot were visible in the dc handle and the lock line would not move any further when the exposed end of the lock line was attempted to be removed. As resistance was felt it was decided by the physician to stop and assess the situation. After all options and troubleshooting had been explored, the physician decided that the lock lever was to be broken off, to access the lock line suture with the knot. The lock line was safely removed with surgical pliers and the clip successfully deployed per the instruction for use (IFU) deployment steps. Two clips implanted, reducing mr to 2. There was no impact to the patient. No additional information was provided.